Event description:
It was reported that the caller experienced a time discrepancy in the pump settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, which the caller understood and acknowledged.